Event description:
The user facility reported during a patient procedure, hospital personnel attached a non-steris shoulder accessory onto the back section of the steris 4085 surgical table. The user facility unlocked the table to turn it when the table began to tip; the hospital personnel immediately re-locked the table and the procedure was completed successfully. No injuries, procedural delays or cancellations were reported.

Manufacturer narrative:
The shoulder accessory has not been tested by steris for use with the 4085 table; steris does not recommend the use of non-steris products with our devices. The operator manual states (pp 4-13): "warning- instability hazard: possible patient or user injury, as well as table or accessory failure, may result from using steris table accessories for other than their stated purpose- or from using accessories manufactured and sold by other companies on steris surgical tables." The operator manual states (pp 1-1): "warning-tipping hazard: do not disengage floor locks when patient is on table." The user facility has reported they are unsure of which table was subject of the reported event. Steris does not hold a service contract on any 4085 surgical tables at this user facility. Steris has offered in-service training regarding proper use and operation of the table and is awaiting a response.